Event description:
Information contained in the initial MDR filed december 21, 2018: customer reported discordant troponin results between triage and external labs. Customer stated they had a patient who presented with a suspected heart attack. An external test, conducted sometime before the patient presented to the customer's facility, indicated patient had a positive troponin. The doctor at the facility wanted to confirm the external positive troponin result on the triage sob product. Patient sample was tested at 9:57am on triage, results were as follows: ckmb 2.9 ng/ml, myo 120 ng/ml, tni < 0.05 ng/ml, bnp 201 pg/ml, ddim 216 ng/ml the patient was transferred to the lab and tested again. At 4:35pm the lab resulted as follows: troponint 67.8ng/l, nt-probnp 1295ng/l. When technical support asked the customer if patient was diagnosed with myocardial infarction or if the patient was catheterized the customer responded with "yes he did." Facility reference ranges for triage: ckmb 0.0-4.3ng/ml, myo 0.0-107ng/ml, tni 0.00-0.40ng/ml, bnp 0.0-100pg/ml, ddim 0.0-400ng/ml. Labs reference ranges: troponint 0-14.0ng/l, nt-probnp 0-486ng/ml. The customer stated triage devices are thawed at room temperature for 5 minutes. Technical support instructed customer that per the product insert, devices should be thawed at room temperature for at least 15 minutes before use. New information obtained from the customer on january 9, 2019: patient diagnosis/outcome: patient cardiac catheter revealed a subtotal vascular stenosis, which in combination with the results shows a subacute myocardial infarction.

Manufacturer narrative:
Customer provided additional details regarding patient outcome/diagnosis.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w64568b. No issues with troponini recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97300eu) is not approved in the united states, this event is being reported as the device is same/similar to catalog number 97300, 510(k) number k080269.

Event description:
Customer reported discordant troponin results between triage and external labs. Customer stated they had a patient who presented with a suspected heart attack. An external test, conducted sometime before the patient presented to the customer's facility, indicated patient had a positive troponin. The doctor at the facility wanted to confirm the external positive troponin result on the triage sob product. Patient sample was tested at 9:57am on triage, results were as follows: ckmb 2.9 ng/ml, myo 120 ng/ml, tni < 0.05 ng/ml, bnp 201 pg/ml, ddim 216 ng/ml. The patient was transferred to the lab and tested again. At 4:35pm the lab resulted as follows: troponint 67.8ng/l, nt-probnp 1295ng/l. When technical support asked the customer if patient was diagnosed with myocardial infarction or if the patient was catheterized the customer responded with "yes he did". Facility reference ranges for triage: ckmb 0.0-4.3ng/ml; myo 0.0-107ng/ml; tni 0.00-0.40ng/ml; bnp 0.0-100pg/ml; ddim 0.0-400ng/ml. Labs reference ranges: troponint 0-14.0ng/l; nt-probnp 0-486ng/ml. The customer stated triage devices are thawed at room temperature for 5 minutes. Technical support instructed customer that per the product insert, devices should be thawed at room temperature for at least 15 minutes before use.